Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3057, product type screening device. Device code (B)(4) applies to lead (lot# unknown) only. Eval code-conclusion applies to lead (lot# unknown) only.

Event description:
Information was received by a manufacture representative (rep) via a basic evaluation trial patient regarding an external neurostimulator (ens). Patient mentioned their right lead got caught on their shorts and came out so they notified their healthcare provider (hcp). They are currently on their left lead; lead removal is scheduled for friday. No patient symptoms and no further complications have been reported as a result of this event.